Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure, the physician made four attempts to pass the cavity integrity assessment. After the fourth try, the physician scoped the patient and noticed a perforation. The procedure was aborted and the patient was being monitored. Additional information noted that no further intervention was needed.